Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the pump would not power on after the battery was removed to clear an alarm. The reporter noted that there was moisture in the battery compartment and the battery was corroded. The reporter noted that the patient had been swimming the previous week, but did not report any issues with the pump. The battery cap is intact and secure to the pump. There is no reported damage to the pump casing. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the pump powers on with vibratory and audible tones. Visible corrosion was observed inside the battery compartment. No damage was observed to the battery compartment. The pump was exercised for 24 hours with no power interruptions. The pump was found to leak at the battery compartment. The pump cover was removed and internal moisture damage was observed on the circuit board.